Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-jul-2017. The most recent information was received on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain/ pain") and menorrhagia ("hemorrhagic menstrual periods") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624104) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 22 days after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal distension ("significant abdominal bloating"), fatigue ("very significant fatigue"), anaemia ("anemia") and tendonitis ("tendinitis"). The patient will be treated with surgery (surgery to remove essure scheduled). At the time of the report, the abdominal pain, menorrhagia, abdominal distension, fatigue, anaemia and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, anaemia, fatigue, menorrhagia and tendonitis with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1131 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain/pain") and menorrhagia ("hemorrhagic menstrual periods") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 624104) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 22 days after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal distension ("significant abdominal bloating"), fatigue ("very significant fatigue"), anaemia ("anemia") and tendonitis ("tendinitis"). The patient will be treated with surgery (surgery to remove essure is scheduled). At the time of the report, the abdominal pain, menorrhagia, abdominal distension, fatigue, anaemia and tendonitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, anaemia, fatigue, menorrhagia and tendonitis with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1084 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.